Event description:
Consumer reported that, while using swab to clean his ear, the cotton bud and a piece of plastic from the swab came off in his ear. Consumer went to doctor's office where nurse removed without problem.